Manufacturer narrative:
The initial reported event of pocket infection was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to a potential pocket infection. Cultures were collected at the time of explant. No further patient complications have been reported as a result of this event.